Manufacturer narrative:
Evaluation summary: cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant (coa) reported that during an intraocular lens implant procedure, it was noted that the lens had a scratch. The doctor feels like the cartridge scratched the lens. Additional information was provided that the doctor felt like the cartridge scratched the lens, but that the scratch was superficial enough that the doctor decided to leave the lens in the eye.

Manufacturer narrative:
Product evaluation: the used complaint cartridge was not returned for evaluation. One opened pouch (paper backing only) and a total of 54 unopened cartridges (three unopened cartons, each carton containing 10 individual pouched cartridges, 24 individual unopened cartridges returned in an opened carton) were returned. The used cartridge was not returned. Samples of the 54 unopened cartridges were evaluated. No damage was observed. Five random samples of the unopened cartridges were opened for further evaluation. Top coat dye stain testing was conducted with acceptable results for all five samples. A second set of five random samples were functionally tested per the directions for use (dfu) using a qualified handpiece, qualified lenses and qualified viscoelastic. The cartridges were filled with viscoelastic per the directions for use (dfu). The lenses were loaded and biased down. The lenses were advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed to any of the five samples after the lens delivery. The cartridge product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of a non-qualified iol with an unspecified handpiece. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic used is unknown. The root cause of the reported event may be related to a failure to follow the dfu. The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. Samples of the unopened cartridge were evaluated with no damage observed. A functional lens delivery was conducted per the dfu. There was no lens damage or cartridge damage observed. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).